Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported of the right side device: "capsular contracture baker grade IV with rupture". The device remains implanted.

Event description:
Healthcare professional reported of the right side device: "capsular contracture baker grade IV with rupture". Later healthcare professional reported "hole, non-specific". The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a.6., d.1., d.4., d.6a., d.6b., h.6., h.11.